Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("loose essure coil from the uterus body of plaintiff's right side/migration the essure device") in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 3 months 23 days after insertion of essure. The patient was treated with surgery (laparoscopic bilateral fallopian tubal ligation with bipolar cautery). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("loose essure coil from the uterus body of plaintiff's right side/migration the essure device") in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 3 months 23 days after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral fallopian tubal ligation with bipolar cautery). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breaks into pieces'), device expulsion ('loose essure coil from the uterus body of plaintiff's right side/migration the essure device') and perforation ('perforation') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included adenomyosis. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 3 months 23 days after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), menorrhagia ("excessive and frequent irregular menses"), polymenorrhoea ("excessive and frequent irregular menses") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (laparoscopic bilateral fallopian tubal ligation with bipolar cautery). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, device expulsion, pelvic pain, menorrhagia, polymenorrhoea and dysmenorrhoea outcome was unknown. The reporter considered device breakage, device expulsion, dysmenorrhoea, menorrhagia, pelvic pain, perforation and polymenorrhoea to be related to essure. The reporter commented: discrepancy : date of removal previously reported as (B)(6)2014 now it is reported (B)(6) 2014, (B)(6) 2013. (B)(6) 2014- operative hysteroscopy with removal of right essure coil. (B)(6) 2014- laparoscopic bilateral fallopian tubal ligation with bipolar cautery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: the essure device on the right is not within the fallopian tube and there is spill of contrast into the peritoneal cavity. The left fallopian tube is appropriately occluded.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: fu1,fu2,fu3 proceed together: summons received. New event device breakage, pelvic pain, excessive and frequent irregular menses, dysmenorrhea was added. On (B)(6) 2019: fu1,fu2,fu3 proceed together: summons received. No new significant information was added. On (B)(6) 2019: fu1,fu2,fu3 proceed together: reporter, patient demographics, concomitant condition was added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breaks into pieces'), device expulsion ('loose essure coil from the uterus body of plaintiff's right side/migration the essure device') and perforation ('perforation') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included adenomyosis. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 3 months 23 days after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), menorrhagia ("excessive and frequent irregular menses"), polymenorrhoea ("excessive and frequent irregular menses") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (laparoscopic bilateral fallopian tubal ligation with bipolar cautery). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, device expulsion, pelvic pain, menorrhagia, polymenorrhoea and dysmenorrhoea outcome was unknown. The reporter considered device breakage, device expulsion, dysmenorrhoea, menorrhagia, pelvic pain, perforation and polymenorrhoea to be related to essure. The reporter commented: discrepancy : date of removal previously reported as (B)(6) 2014 now it is reported (B)(6) 2014, (B)(6) 2013. On (B)(6) 2014- operative hysteroscopy with removal of right essure coil. On (B)(6) 2014- laparoscopic bilateral fallopian tubal ligation with bipolar cautery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: the essure device on the right is not within the fallopian tube and there is spill of contrast into the peritoneal cavity. The left fallopian tube is appropriately occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.